Event description:
It was reported the catheter was being inserted into the pt in the medical intensive care unit. During insertion, the physician went to remove the guide wire and it started unraveling. There was no tension or resistance fell when removing the wire. The catheter placement was successful. It was thought at first that the guide wire had unraveled and broke off when it was removed, however, they were able to see the tip of the wire at the end of all the unravel sections. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.